Manufacturer narrative:
B3: date of event is not available. One device was received for investigation. The device was visually inspected and functionally tested. A detached downstream occlusion seal was found. This was replaced and the device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the rechargeable batteries do not recharge. The issue persists even after having them exchanged. There was no reported patient involvement. Further investigation found that there was a detached downstream occlusion seal.